Event description:
Pain, swelling, mass on MRI, elevated metal levels.

Manufacturer narrative:
No 510(s), because a similar product is sold in the us under a different product code. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.